Manufacturer narrative:
Device not returned, follow up conversation with company rep.

Event description:
It was reported that during an x-stop procedure, the spinous process was fractured. The procedure was aborted. No other info was provided.